Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller received complete pump reset information from cts, and was guided through the pump reset process. Following the reset, the pump did not display the cgm error code again, and the caller was able to successfully start their sensor session.